Event description:
The patient received two leads with the same lot number. It was reported, the patient had invalid contacts on both leads. The sjm representative had reprogrammed the system, however, stimulation coverage was not obtained. It was reported the physician planned surgical intervention to address the issue at a future date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.